Event description:
The customer reported that the system displayed a 'cine disc is not ready' error message and cine was not recorded. This would prevent the cine function from operating resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was replaced. The system was then found to be operating as intended.